Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-05968. It was reported invalid impedance on several contacts were found after an ipg replacement procedure. The ipg replacement procedure was reported under MFR report # 1627487-2013-13192. An sjm rep was able to reprogram the pt by using one of her leads. Follow-up revealed the pt's leads were explanted and replaced on (B)(6) 2013. During the procedure, and additional scs system was implanted for a new pain pattern. The replacement leads resolved the pt's issue and are providing adequate coverage. The explanted product will not be returned to sjm.